Event description:
It was reported that the patient received multiple shocks from this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed device episode data and determined that the shocks and anti-tachycardia pacing (atp) were inappropriate due to atrial fibrillation (af) with rapid ventricular response (rvr). It was also found that there was an inappropriate stored atrial tachy response (atr) episode due to oversensing of the ventricular signal on the right atrial (ra) lead channel. No additional adverse patient effects were reported. Currently, this ICD system remains in service.